Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A pt underwent mastectomy procedure and the insorb 2030 skin stapler was used to close the skin incision. The pt experienced a wound separation 3 days post op. Which was closed in the operating room with metal skin staples under general anesthesia.